Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during an unspecified step peritoneal dialysis therapy. It is unknown whether the patient was connected at the time of the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.